Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a customer experienced a driver separation failure from the dental implant which subsequently resulted in an implant loss.

Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional investigation conclusions 61. This is a follow up report to add this additional code. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4582. Health effect - impact code - 2199. Medical device problem code - 2547. Investigation findings code - 3253. The correct codes for this complaint are: health effect - clinical code - 1924. Health effect - impact code - 4621. Medical device problem code - 1384. Investigation findings code - 4248. This is a follow up report to correct these/this code(s).